Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an error alarm on the insulin pump. A no delivery alarm and a low reservoir alarm were also noted in the alarm history. Customer also stated that the insulin pump was stored and not in use for an extended period of time. Customer's blood glucose reading at the time of the call was 325 mg/dl. No further information reported.